Event description:
On (B)(6) 2024, I underwent anterior cervical discectomy and fusion (acdf) at (B)(6) medical center with implantation of a depuy synthes vectra anterior cervical plate system. Surgery was performed by dr. (B)(6). Within weeks post-operatively, I experienced escalating pain and muscle stiffness with no recovery trajectory. Trigger point injections, initially administered every two weeks, required increased frequency to every week. Physical rehabilitation yielded no improvement. On (B)(6) 2025, following a motor vehicle accident, imaging was obtained at dynamic pain and wellness. Cervical x-rays at that time showed no evidence of hardware failure. However, within approximately one month, follow-up MRI imaging revealed development of lucency (bone loss) around multiple screw sites from c3 through c6 levels, indicating progressive hardware loosening and bone integration failure across the fusion construct. On (B)(6) 2024, dr. (B)(6) conducted an urgent office visit and fluoroscopy examination, revealing the c3 screw backing out of the vertebral body -- documented on 69.8 seconds of fluoroscopy imaging. On (B)(6) 2024, revision surgery was performed in which a larger screw (approximately 1.5 cm) was placed at c3. This revision hardware also subsequently failed. By (B)(6) 2025, I presented to the emergency department in acute pain crisis. Imaging and neurosurgical consultation confirmed pseudarthrosis (failed fusion) with lucency present at c3, c4, c5, and c6 levels. The structural failure is not isolated to a single level but affects the entire fusion construct. A posterior cervical discectomy is now planned as definitive surgical correction, consistent with cases documented in the karelian study involving similar hardware failures with this device. The vectra plate system failed to maintain structural integrity and bone fusion across multiple cervical levels, resulting in progressive loosening, pseudarthrosis, and need for revision surgery." Fluoroscopy (B)(6) 2024: 3 images including lateral post-construct view (69.8 seconds continuous). Fluoroscopy (B)(6) 2024: lateral image confirming c3 screw backout. X-ray (B)(6) 2024: ap and oblique only -- lateral missing. MRI 2025: lucency at c3-c6 screw sites confirming pseudarthrosis. CT (B)(6) 2025: pseudarthrosis confirmed, lucency all screw levels. (B)(6) quality investigation pqi case (B)(4) opened. Active litigation: (B)(4), case no. (B)(4) circuit court of (B)(6). Vectra 4-level anterior cervical plate. Plate part 04.613.260, lot log835058. Screws: 04.613.516 (4.0 mm x8) and 04.613.568 (4.5 mm emergency upsize x1, same lot). 510(k): k050451 and k071667. Manufacturer: depuy synthes products inc. Implanted (B)(6) 2024, (B)(6) medical center, mobile al. C3 screw backed out 47 days post-op. Revision surgery (B)(6) 2024. Diagnosis: hardware failure of anterior column of spine. Three prior FDA recalls on this device family: z-0781-2013, z-0782-2013, z-2674-2014. Clips potentially missing from plates per z-2674-2014. Pt: 4561, 4521, 2388, 2377, 2369. Device: 4002, 3026, 2506. Reference: mw5188606.